Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter was prompting an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue started. He was also unable to recall the error message he obtained, but thought it was similar to retry test with new strips. The patient does not administer medication to manage his diabetes and it is unclear whether he made any changes to his diabetes management as a result of obtaining the alleged message. He claimed that on dates and times unknown after the alleged issue with the meter started, he woke up during the night with symptoms of sweating which he associated with hypoglycemia. He reported that he ate food, strawberry jam/conserve to treat his symptoms. At the time of troubleshooting, the patient indicated that he was unable to perform a retest. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged error message appeared.